Manufacturer narrative:
No parts have been replaced or returned to the manufacturer for evaluation. No product returned for analysis.

Event description:
A site representative reported that outside of a case, the imaging system unexpectedly turned off. It was possible to reboot the system and the power would stay on for approximately 15 seconds and then shut down. There was no patient present when this issue was identified.